Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed with MRI. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported lymphadenopathy via MRI.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture" confirmed with MRI. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.